Event description:
Patient experienced 2215 red battery alarming on internal battery, controller failing to recognize power connected to pm. Patient came in to hospital and had pocket controller replaced.